Manufacturer narrative:
The front panel of the subject device is planned to be returned to olympus but has not been returned to olympus yet. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for use, it was found that all leds on the front panel of the subject device kept lit on and the button could not function. The front panel was changed at on-site intervention. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. While the subject device was not returned to any of olympus locations, the field service engineer checked the subject device and repaired at the user facility. The reported phenomenon was duplicated, and the field service engineer found that the front panel unit was damaged by fluid. The front panel was replaced to new one for repair. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from the field service engineer, there was the possibility that this phenomenon was attributed to the failure of the printed-circuit board due to the fluid immersion. Olympus stated the appropriate handling of clv-190 and the counter measures against abnormalities in the instruction manual of clv-190.